Manufacturer narrative:
H11: the customer reported that an external fluid leakage from the drain bag occurred twenty hours after treatment started. All accessories provided within the set, including the drain bag, are single use products. This means that once used, the drain bag must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. Nonconformances have been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "lower end" of the drain bag of a prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.